Event description:
(B)(4). I have had consistent ovarian cyst ruptures. Fluid leaking from my ovaries. I have gained a very large amount of weight. My hair is falling out. I have never ending metallic taste in my mouth. Severe stomach pain that never goes away. Severe itching and rash on stomach where my ovaries are and then I have pus pockets appear and rupture in same place. Never ending body pain leg and arm cramps. Vision changes. Severe headaches. Crawling skin extreme facial and body twitching. Hands mouth and feet turn blue. Constant swollen stomach. Anxiety. Agitation. Mood swings extreme night sweats intolerance to hot and cold temperatures. Unexplained fevers especially at night. Constant cold and flue symptoms even though I dont have either one. Constant cough. Sensitivity to smells. Sore and receding gums . Insomnia. Tingling and numbness in extremities. Extreme brain fog and forgetfulness. Intolerance to medications. Extreme fatigue. Skin problems hot burning rashes. Clear fluid filled blisters that appear on fingers feet and back of neck. Degenerative bone disease. Coated tongue. Allergies to insect bites that I wasn't allergic to before. Cant loose wait just keep gaining every year since it was put in me.